Event description:
Customer reported an abo discrepancy on the galileo for a neonatal patient sample, using the fwd_abo assay. The sample was b postiive on the instrument, but ab positive in manual testing.

Manufacturer narrative:
Fwd_aborh testing was performed on an in-house galileo with in-house donor samples of various abo/rh types and customer's returned patient sample. All in-house donor samples typed as expected. The customer's sample was interpreted as group b, rh positive.hemagglutination tube testing was performed with the patient sample using anti-a, lot 101680, and anti-b, lot 203234. The sample exhibited very weak (+w) reactivity at is with anti-a reagent and strong positive (4+) reactivity with anti-b. After 15'rt incubation, sample exhibited 3+ mixed-field reactivity. The galileo operator manual states ?the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology."